Event description:
Twelve millimeters device placed in girl. The device noted to have embolized to descending aorta the following day. No symptoms. Pt taken to cath lab, device retrieved with 10f in rfa, 16mm device placed wihtout issues. In cath lab, no issues of any aortic obstruction around device.

Manufacturer narrative:
Device examination by aga's research and developmental scientist found no abnormalities. Investigation verified the device met dimensional specifications. Device embolization with percutaneous removal is a known adverse event.

Manufacturer narrative:
Procedural images and records received included a cd of a transesophageal echocardiogram (tee) and echo and cath reports. Review of the images and records by sjm's medical consultant indicated that the patient's atrial septal defect (asd) was evaluated in 4-chamber, bi-caval and short axis views and revealed the asd measured 10-15mm in different views. Balloon sizing was not performed. A 12mm aso was placed and appeared to be undersized. The defect measurement of 10mm was measured in atrial systole whereas in atrial diastole, the defect was about 15mm in the 4-chamber view. Therefore, the right atrial disc was barely 1mm larger than the defect and had no margin of safety. The cause of the embolization did not appear to be device related but rather related to patient anatomy and device selection.